Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres in 5 seconds, the balloon ruptured. The device was removed without any problem and different device was used to complete the procedure. There were no patient complications nor injuries reported and the patient condition was good after the procedure.